Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that an occlusion alarm occurred. There was no impact to the customer's blood glucose level. The customer cleared the alarm and resumed insulin delivery. In addition, it was reported that a cartridge alarm 1 occurred during bolus delivery. The customer's blood glucose level ranged from 185-186 mg/dl. A cartridge change was performed resolving the issue.